Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal short stapler and four endo gia* 45mm articulating vascular reloads. Visual and functional evaluation of the instrument and reloads found no abnormalities. Visual and functional testing of the returned products confirmed the products, as received, met release specifications. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Patient information not provided. UDI not provided. (B)(6). User facility is provided in initial reporter.

Event description:
According to the reporter, during a thoraco/lobectomy, upon stapling to the left pulmonary artery, the oozing occurred from the sutured part. The staples inserted into the tissue were formed correctly and fixed to the vessel. Hemostasis was performed to stop the oozing. However, the base of the main vessel just below the staple line split which caused serious bleeding. The surgeon opened the chest and clamped the vessel. He then sutured the damaged vessel manually and stopped the bleeding. The patient's vascular wall was thin and fragile according to the surgeon. Surgery time was extended over 30 minutes. More than 500cc of bleeding occurred and the patient needed a blood transfusion as a result of the issue.